Manufacturer narrative:
The device was discardedcand the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the light blue main body and the white twist clamp of a pd transfer set. This was observed during use of the device for peritoneal dialysis therapy. The nurse stated there was no leak. The transfer set was changed and the patient was placed on antibiotics as a precautionary measure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.